Event description:
It was reported that the customer received an alarm on the insulin pump. During troubleshooting customer stated the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No prime alarm. Scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.